Manufacturer narrative:
Section b3: date of event corrected. Section d9: date returned to manufacturer corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a green discoloration on the system controller¿s power cables was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed a dried green substance on the system controller¿s white power cable connector. The outer jacket was removed from both system controller power cables to inspect the underlying layers, revealing that a dried green substance consistent with fluid ingress was coating the protective wrap layer. Prior to opening the system controller¿s power cables, the returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The electrical integrity of the wires in both power cables were also evaluated and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Battery inspection data was reviewed for the 11v backup battery, serial number gx010179, revealing that the battery passed all inspection testing. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient was admitted, and oxidation (green discoloration on the power leads) was found in their backup system controller bend relief. The controller was exchanged. There was no effect on the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was admitted and oxidation (green discoloration on the power leads) was found in their backup system controller. This was extracted from per-(B)(4). (B)(4) and (B)(6) were received under (B)(4). Additional information provided that the system controller was inspected and oxidation was seen coming from the bend relief. There was no effect on the patient, and the system controller will be returned for evaluation.